Event description:
It was reported that during priming with an oxiris c set, an external fluid leakage was observed from the top of the filter column. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not received for evaluation, however photos were provided for investigation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection.